Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. (Expiry date 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly was difficult to prime. Reportedly, once primed, the device was unable to fire when the trigger was pushed and self-activated. There was no patient contact.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly was difficult to prime. Reportedly, once primed, the device was unable to fire when the trigger was pushed and self-activated. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported priming issue, failure to fire and self-activation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).